Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal crossing was sub-optimally performed, yet the physicians felt it was adequate and proceeded with procedure. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were inserted. Three to four recaptures were performed. After the following deployment, a significant "napkin ring" appearance was noted on the middle of the device, suggesting that the device had perforated the wall of the laa. Angiography was performed confirming a perforation on the limbus wall of the laa and shortly after, the patient experienced hemodynamic instability. Given the size of the perforation and the patient's age, the physicians released the closure device from the delivery system. Protamine was administered and pericardiocentesis was performed. The patient stabilized. Cardiac surgeon arrived and 2 drains were placed via a pericardial window. Several hours post-procedure, the patient was reported to be awake and eating ice chips. The following day, the patient had the drains removed and was discharged.